Event description:
During a spine case screws were placed inaccurately. The site used medtronic stealthstation s7 with synergy spine application with medtronic o-arm. Surgeon repositioned screws in patient.

Manufacturer narrative:
Device evaluated on site by a medtronic employee. At the time of this report, investigation leads to an out of specification interface between the stealth station and o-arm systems.